Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology is unknown. The aneurysm was reported to have some angulation. It was reported that during a follow-up eval a type I endoleak was detected. The endoleak was reported to have been caused by aneurysm remodeling and an inadequate iliac artery seal zone of 1 cm. It was also reported that there were not enough aneurx components available to extend the iliac limb further into the iliac artery during the implant procedure. In 2004 a 16 mm diameter x 8.5 cm length aneurx iliac extension cuff was successfully implanted and final angiogram demonstrated resolution of the endoleak. No additional sequelae were reported and the pt is reported to be fine.